Event description:
It was reported that post a left sided access pathways/wpw procedure, the patient developed slurred speech as she was being moved out of the lab. There was concern that the patient was suffering a stroke. The patient was being taken to get a CT at the time of the call. The caller states the patient will be admitted and kept for observation. Upon requests from the bwi field representative, details were provided on the event. While still on the procedure table during post ablation, the patient was being readied for post-op when she developed signs and symptoms of a left sided stroke. The patient was assessed and it was deemed a CT was needed. From the procedure room, the patient was taken to get a CT. This event was possibly procedure related. The patient outcome, patient prognosis and if the patient required extended hospitalization is unknown.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record was reviewed, it was identified that 1 piece was scraped; however DHR shows this piece was identified during the process prior the final inspection stage and documentation shows the scrap of this piece exist. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products product #: carto 3 system; mfg #: m-4800-01; serial #: (B)(4); product #: cool flow pump; mfg #: m-5491-02; serial #: (B)(4); product #: stockert 70 system; mfg #: m-5463-01; serial #: (B)(4); product #: webster 10 pole; mfg #: d-1085-178-s; lot #: 15308639m; product #: acunav; mfg #: m-5723-07; OEM lot #: qe060999. (B)(4).